Manufacturer narrative:
Insulin pump was received with arrow buttons not responding due to moisture damage on keypad traces. No scrolling numbers display anomaly noted. Unable to verify battery out limit alarm due to unresponsive buttons. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.